Event description:
A falsely elevated troponin I result of 5.52 ng/ml was obtained on a pt sample. The result was reported to the physician. The test was repeated and a result of 0.02 ng/ml was obtained. A new sample was obtained and a result of 0.02 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an improperly installed hm wash cassette.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an improperly installed hm wash cassette. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.